Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on the pump screen. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy.